Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-11046. It was reported that while the patient was in the clinic on (B)(6) 2022 a driveline fault event was found upon interrogation of their controller. The patient and his wife reported not hearing any audible alarms. Of note, the patient had a driveline repair in 2020. A review of the log files confirmed the driveline faults. It was later reported that the patient had a pump stop, low flow, and low speed advisory alarm on (B)(6) 2022. The patient and his wife denied audible alarms during those events. Technical services recommended that the patient's controller be exchanged and new log files be submitted for comparison. Log files from the new controller contained no unusual events. Technical services recommended monitoring for reoccurrence of alarms.

Manufacturer narrative:
Section b5: the patient's previous driveline repair was reported under MFR. #2916596-2020-05219. Manufacturer's investigation conclusion. The reported event of the controller not alarming was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 31 days (28mar2022 ¿ 28apr2022 per timestamp). Driveline faults were intermittently active from (B)(6) 2022 at 07:26:54 ¿ (B)(6) 2022 at 23:55:50, on (B)(6) 2022 at 03:08:47, and intermittently from (B)(6) 2022 at 03:09:47 ¿ (B)(6) 2022 at 06:46:58. The alarms cleared shortly after activating. The driveline alarm silence flags were active at the same time as the driveline faults. Indicating that the silence alarm button was pressed. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the system controller, if the alarms were resolved, if the controller was exchanged and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.